Event description:
On (B)(6) 2014, the patient reported that her infusion device often displayed e4 (occlusion error). The patient stated that she disconnected from the infusion tubing and primed the device. She then reconnected to the device. She stated that between 5 minutes and 2 hours after connecting to the device, the device delivered up to 10 units of insulin that she did not program it to deliver. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).